Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked top, bottom, and plunger case assembly. A 'check syringe plunger sensor' alarm was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the root cause was from the device being dropped or mishandled by customer. The plunger assembly, top case, and bottom case was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the plunger sensor had an issue. There was no physical damage reported. There was no patient involvement.